Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Device remains implanted in the patient and not returned for further investigation. The device will not be returned to edwards for evaluation. The device remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with 27mm mitral valve for a 8 years 8 months, was disabled during a valve in valve procedure, due to stenosis and regurgitation. A 29mm replacement valve was implanted in the patient. The patient is reported as doing well post procedure.